Event description:
The lay reporter/wife contacted lifescan (lfs) alleging that her husband's meter received an insert strip message. The meidcal affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The wife mentioned that her husband was unable to test on his meter because of the insert test strip message; therefore she took him to the hospital where they checked his blood glucose and treated him with "one pill." While troubleshooting with the customer care agent (cca), patient noticed that parts of the segments were missing in the one touch basic enhanced meter. Cca sent the patient a replacement meter.